Manufacturer narrative:
Additional information: follow-up was received confirming that this reported issue was previously captured on MFR 8030665-2020-01240. Therefore, no additional reports will be conducted under MFR 8030665-2020-01218 and all subsequent reports will be submitted via MFR 8030665-2020-01240.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a cassette fluid leak had occurred. No further information was provided. Additional information was requested, however; to date has not been provided.